Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ping owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 6-8 hours prior to the start of the alleged issue, she had frequent urination symptoms. The patient reported on (B)(6) 2014 at an unknown time she attempted to tested on the subject meter and the alleged issue occurred. The patient denied using any medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2014 at 7pm she had insulin as treatment. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. Although the patient reported having symptom suggestive of hyperglycemia prior to the start of the alleged issue, this complaint is being reported because the patient claims there was a delay in treatment.

Manufacturer narrative:
Follow-up #2 - (06/12/2014) - correction.a DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the lay user/patient¿s meter has been returned and was evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption in the meter memory. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.